Manufacturer narrative:
According to the information provided, the exhalation tube was replaced by the customer to resolve the problem. The ventilator was put back into clinical use in good working condition. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the device¿s logs were not available for further analysis. The cause of the issue has been determined as related to exhalation tube.

Event description:
It was reported that there was a leakage from breathing tube causing an alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).